Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, it was initially reported that the proximal end of a lead was damaged during a stage 2 procedure. The physician cut off the last contact of the lead. The physician retained the existing lead. Patient programming was planned. On (B)(6) 2010, it was further reported that the physician had made an incision behind the patient's ear to expose the leads. The physician had trouble removing one of the temporary lead covers of the third contact. The set screw was found to be too tight and the physician could not get the screw to release. The physician then dissected the temporary lead housing, and the set screw did come off, however, the bottom contact was destroyed in the process. The entire contact came off, so the bottom contact was cut off. A company representative tested impedance, and all measurements came back normal even with the contact missing. It could not be recalled which side the contact was cut from. Stimulation was not 'pushed high enough' for the company representative to determine which side the contact was missing from (left or right). No device component was explanted. The patient was fine, however, the company representative did not consider the patient to be fully recovered due to the faulty lead. Additional information will be provided in a follow-up report as it becomes available.